Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Evaluation summary: (B)(4). The device was returned for analysis. A shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The 3.5 x 12 mm nc trek was received at abbott vascular and on the box was written: "balloon broke inside body". Follow-up with the hospital was unsuccessful because they did not have any information of the incident. No additional information was provided. Return device analysis revealed the proximal shaft was separated.